Event description:
60 year old female received volbella injections intradermally to correct upper cutaneous lip rhytids with good results. At the same time, she received a syringe of vollure subcutaneously in the naso labial folds. She had no injections into the pink lip and the lip mucosa was not penetrated at any time during the procedure. She has had no complications until (B)(6) 2022 when she developed severe swelling of her upper lip. On exam she presented with two visible erythematous nodules on her upper cutaneous lip, extending into the substance of the cutaneous lip. Entire lip was swollen and minimally tender. FDA safety report ID (B)(4).